Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: pt: inratio 1.4 lab 1.0, reporter: inratio 1.3 lab 1.0. A correlation study was performed by the clinical site using the inratio and the lab equipment. After reviewing the data, the customer was satisified with the performance of the meter.